Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the 10th november 2011 and that it had performed to specification up to the 31st january 2016. Throughout this period the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -2.3 degrees celsius. Multiple manual power ups mainly of ten minutes duration were observed between the 5th february 2016 and the last log entry on the 15th april 2016. During this time the pad-pak became depleted. Investigation found reported fault can be attributed to membrane failure due to corrosion. The corrosion indicates the device had been stored in adverse conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.